Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.50 diopter, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. A replacement lens of longer length was later implanted and the problem was resolved. In the reporters opinion patient related factor was the cause of this event.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and the lens was curved in with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later clarified that on (B)(6) 2019 the lens was exchanged during the same surgery with the replacement lens. H6 - patient code 3191: no code available (secondary surgery, lens exchange). Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found residue on the lens. Claim#: (B)(4).